Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the issue occurred. The procedure was delayed, the procedure completed by rebooting the system. A philips remote service engineer (rse) confirmed that the system rebooted on its own. After reviewing the log file it confirmed that suite pc software is corrupted. The rse suggested reloading of suite pc software to third party, third party reported that they reloaded software and have not encountered the issue again.

Event description:
It has been reported to philips that the system rebooted during a case and the philips logo appeared on both the flexvision and review monitors. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the log files and confirmed the reported issue. Review of the log files showed a problem with several application processes crashing. The rse advised the customer to reloading suite pc software. The customer reloaded suite pc software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.